Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller exchanged due to recurrent back up battery fault alarms. Patient had received a new 11 volt battery on (B)(6) 2020 due to back up battery fault alarms, and the alarms have recurred on the new 11 volt battery and were unable to be cleared. Controller was exchanged instead of changing the 11 volt again. The event log captured backup battery faults starting (B)(6) 2020 @0817 and continued for the remainder of the log.

Manufacturer narrative:
Section d4, h4: additional information. Section d10, g3, h1, h3: correction. Manufacturer's investigation conclusion: the backup battery fault alarm was confirmed through this analysis via log file. The log files spanned 1 day ((B)(6) 2020 to (B)(6) 2020 per the timestamp). A backup battery fault alarms activated on (B)(6) 2020 due to a load test failure. The backup battery failed the load test due to the unloaded voltage being under the acceptable threshold of 10.2v. Prior to the failed load test the controller passed multiple load tests without issue. The alarm resolved after the controller was turned off on (B)(6) 2020 at 13:39:58. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated a mock circulatory loop for an extended period of time without any issue. The root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.